Event description:
It was reported that (1) device was used during a laparoscopic appendectomy. It was reported by the rep that the tsb35, with tr35w reload prematurely locked out and would not fire. They replaced the reload and completed the case. There was no consequence to the pt.